Event description:
It was reported that during a lung resection procedure, after firing the device, some staples were not formed. The procedure was completed using hand sewing. There was no pt consequence.